Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the blood back damaged the pneumatic module. The fix the issue the fse replaced the pneumatic module assy, rohs. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra- artic balloon pump (iabp) unit had blood back in the system. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.